Event description:
Pump reported to be set at 18 ml/hr with a 500 ml bag of heparin. Four hours later the bag was found empty. Pt partial thromboplastin level was found to be >120. Pt was monitored. No injury resulted.